Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high pacing thresholds. Additional information received indicates that the dislodgement was confirmed thru fluoroscopy. This lead was surgically revise. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high pacing thresholds. Additional information received indicates that the dislodgement was confirmed thru fluoroscopy. This lead was surgically revise. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted.